Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was isolated to a failure in the inspiratory pressure transducer related to a known issue currently undergoing field corrective action. No further investigation is needed.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the gas delivery engine (gde) was defective. The gde was replaced and returned to the customer operating to manufacturer's specifications. The suspect gde has been returned to carefusion and after a failure analysis has been completed, then a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it is alarming high ppeak and circuit occlusion. The customer stated there was no patient involvement associated with this event.